Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received info stating customer could not see insulin drips at the site end of the infusion tubing during the fill tubing step. The customer disconnected the luer lock, and found that the luer lock had a lot of insulin in it. Customer then tightly connected the luer lock to the tubing, and immediately saw insulin drips coming form the end of the infusion set tubing. Reportedly, the customer's blood glucose level was impacted due to issue.